Event description:
It was reported that the patient was a large male and would have ideally suited a size 9 femoral prosthesis. However, the navio software does not support a size 9 implant. Therefore, during the tka procedure, the planning took longer than normal and extra bone was lost due to extra resection required to size down. There was a delay of less than 30 minutes.

Manufacturer narrative:
H3, h6: the navio surgical system au, pn: ornpfs02070, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The case files were provided and reviewed, and the complaint could not be confirmed. The user had selected the size 8 legion cr femur implant. A size 9 legion cr femur implant is not a selectable option within the navio surgical system implant database. Therefore, the navio could not have provided bone resection depths to accommodate the size 9 legion cr femur implant. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Per the clinical evaluation, ¿this complaint from australia reports that the navio system required a smaller than optimal size implant. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation.¿ the lack of the size 9 femur implant in the the navio surgical systems implant database is the cause of this reported event. Per the navio user¿s manual, the navio surgical system software provides a starting size and initial placement of the implant components. To select the implant size, press the left arrow to decrease or right arrow to increase the implant size. The user is only able to select an implant size that is in the implant database. Per the surgical technique guide, the navio surgical system is not a substitute for the surgeon¿s experience and skill. The surgeon retains all responsibility for the planning and the conduct of the surgery during which the navio surgical system is being used. The surgeon can adjust the size and position of the implant components based on the surgeon¿s discretion and preferences. This situation was captured in the navio risk assessment released at the time of the complaint. As a result of these findings, no defect of the system occurred. No containment or corrective actions are recommended at this time.